Manufacturer narrative:
Follow-up #1: date of submission 08/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: the review of the black box data showed a low battery voltage immediately following a battery change; frequent low battery warnings were observed. During the testing, the pump electrical current draws were tested and were within specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.